Event description:
It was reported that a homechoice was presenting smoke. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported problem was identified during the event history review (as se2022 which is indicative of accomp board damage). An internal/external inspection was performed and found the machine to be dirty with indication of spilled solution. The device failed functional testing as the accomp board was damaged and emitting smoke and burnt smell. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The sample analysis revealed that the direct cause of the problem was a damaged accomp pcb. The accomp pcb was replaced to resolve the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.